Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind and e70 error alarms found at the alarm history file due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime a33 test and a21 error test due to motor error alarms. However, the insulin pump was received with normal operating currents and passed the self test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 197 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.